Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their transmitter was not working. The customer's blood glucose was 462 mg/dl at the time of the incident. Customer declined troubleshooting for the high blood glucose. The customer treated the high readings. The product was not returned.